Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their reservoir lip ring was damaged. The customer¿s blood glucose was unknown. It was reported that the crack in the battery area. The customer advised to discontinue use of the pump and revert to a back-up plan. Customer stated that they do not want loaner, and not wear the insulin pump until they received new one from the hospital. The insulin pump will be returned for analysis.